Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was connected to an in-house solution container for functional testing with no defects noted. The device was connected to a pressure gauge for pressure and clear passage testing with no defects noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension access set was observed with no flow. According to the report, the reporter stated the extension set in combination with the male luer lock collar was not allowing the drugs to be pushed through the system by the pump. However, the extension set worked well with a syringe, but when used with the male luer lock collar, 'the drug would not flow." The solutions that were associated with this event were angiomax and normal saline. A patient was reportedly involved; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number: the reporter provided the lot number ur14215076; however, this lot number is invalid. The device was returned and is currently in the process of being evaluated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.